Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A review of the device history record was performed for the reported lot and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that 27g x 0.75in (0.4 x 19 mm) asepto had a broken needle. The following information was provided by the initial reporter: "the fourth incident (batch 1131007) happened on 04.aug., and happened the same way, during handling to test the device prior the puncture, the needle broke;"

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 27g x 0.75in (0.4 x 19 mm) asepto had a broken needle. The following information was provided by the initial reporter: "the fourth incident (batch 1131007) happened on 04.aug. And happened the same way, during handling to test the device prior the puncture, the needle broke."